Manufacturer narrative:
Device received unable to perform the displacement, occlusion, prime/a33 and excessive no delivery test due to due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level over 500 mg/dl. Customer experienced blood glucose levels of 440 and 162 mg/dl. Customer stated that the retainer ring was loose. Customer stated that the reservoir was unable to lock in place. The insulin pump will be returned for analysis.